Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer was hospitalized with a blood glucose of 72 mg/dl. The customer requested assistance programming the insulin pump after instruction from healthcare provider to update bolus wizard setup. Assistance was provided. Nothing further reported.